Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece occluded during a right eye cataract procedure. The occlusion alarm sounded. The handpiece was removed from the eye. The handpiece was tested and still did not function. An alternate handpiece with the same tip was tested and the occlusion warning occurred. The cassette was removed, reinserted and the handpiece was reprimed and tuned again. No further occlusion warnings occurred and the procedure was completed. A corneal burn was noticed after the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the handpieces met specifications at the time of release. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).